Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland.

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On (B)(6) 2024, it was reported by the patient that he was hospitalized due to low blood glucose level. Since last two weeks the blood glucose level was coming down at the time to night. Low blood glucose level was treated by taking food. No further information was available.